Event description:
It was reported that about three months after a device change out that the right ventricular lead triggered a lead integrity alert (lia) for suspected oversensing and the sensitivity was adjusted. Then about four months later the lia alert was triggered again and there was oversensing and noise seen on the electrogram (egm). The lead was removed and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. Lead integrity alert (lia) triggered. Patient alerts for lead failure predictor (B)(6) 2011 and (B)(6) 2011. Interference/noise, ventricular short interval count (v-sic) equals 25.0 counts avg/day, in 110.99 days, between (B)(6) 2011. Varying resistance/impedance, weekly pace impedance trend data shows varying impedance for max ventricular pace bi impedance equals 399 to 798 ohms range between (B)(6) 2010 and (B)(6) 2011.